Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 2 was still failing. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 2 was failed. A field service engineer shut down the station, cleaned the connection ports with a focus on door 2, secured all connections, and performed an open/close test. After rebooting the station, the fse confirmed that the hardware test application successfully opened and closed the doors. The customer then verified the inventory medication for testing. The system functioned as intended after the field service engineer repaired the device.